Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report an issue testing on the one touch ultraeasy meter. On (B)(6) 2013 the technical service representative (tsr) spoke with the patient to obtain and verify information. For two days, the patient had difficulty testing her blood glucose level with the reported meter. During this time period, the patient did not take any insulin doses. Troubleshooting revealed the patient was attempting to test while in the meter's memory mode. On the day prior to the event, the patient had eaten a light lunch, but nothing prior to bedtime. On (B)(6) 2013 at 7:00 am, the patient experienced the symptoms of shaking, headache and nausea. The patient did not attempt to test her blood glucose level while symptomatic. The patient administered self-treatment by consuming sugar and a drink and felt better afterwards; she did not seek any medical attention. The patient manages her diabetes with 6.0 units levemir insulin once per day. The patient reported she had experienced several hypoglycemic episodes during the previous six to eight months, and her physician had decreased her insulin dose from 41 units to 6 units. The patient did not have a backup meter to use during this time period. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient's testing technique was incorrect by attempting to test her blood glucose level while in the memory mode of the reported meter. There was no evidence of a malfunction. It is also unclear how the meter issue might have contributed to the patient's hypoglycemic episode. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to use the meter for two days, and received treatment with food to alleviate her symptoms, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).